Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.184¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically due to mishandling/misuse. There was an additional observation not reported by the site and related to the reported issue. The instrument was found to have a teflon pad damage. A piece measuring 0.023" x 0.082" was broken off and not returned. The root cause of this failure is also due to mishandling/misuse. The harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer discovered the harmonic ace instrument was fractured during use. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 09-jan-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use. There was an alarm indicating to relieve the instrument pressure. The instrument blade broke off and fell inside the patient after the customer cleaned and reinserted the instrument. The fragment was retrieved during the same procedure. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but an image of the instrument damage was provided. On 17-jan-2022, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was in use for approximately 90 minutes and performed as intended up until it broke. After the instrument blade broke off and fell inside the patient, the fragment was visually located and retrieved with laparoscopic instruments. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.